Event description:
It was reported in the pt's clinic notes that his seizures had clustered in (B)(6) 2011, which they typically did not do. The pt was taken to the emergency room and was hospitalized for several days. A later interrogation of the generator showed his current settings and that the device was at end-of-service (eos). The pt's last known diagnostics were within normal limits. Attempts for further information have been unsuccessful to date.

Event description:
The patient had their generator replaced and good faith attempts are being made for the product to be returned for analysis.

Event description:
The explanted generator will not be returned for analysis as it cannot be located at the explanting hospital.

Event description:
Additional information was received from the patient (B)(6)'s treating physician. The patient did have a cluster of seizures (B)(6) 2011 and was admitted to the ER after his clinic visit related to a generalized seizure. It is unknown the relationship between their seizure frequency and their vns implantation. The patient is scheduled to have their generator replaced for end of battery life.